Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that surgeon reviewed plan prior to the procedure and discussed with representative about using a trans-sacral screw to go through s1 into l5. The surgeon decided to use the single schanz in the right psis based on preference. 3define scan was good. X eyes would not locate reference marker and generic ap and oblique were used. The representative attempted to find reference plat multiple times bringing light in and out of the field. Automatic segmentation was achieved off of l4 with red values at s1, yellow at l5 and green at l4. The representative went back and labeled off another body and got the same results. The representative then adjusted segmentation with the same results. The representative then recommended taking a new ap. New ap was taken and automatic registration was achieved using the basic algorithm with good values. S1/s2 right was sent and drilled first followed by s1/s2 left. L5 which was a combine segmentation of l5 and s1 was sent. The surgeon drilled and took a confirmation shot and felt the trajectory was too cephalad and too caudal and requested to alter it. The representative complied and changed both trajectories. The surgeon confirmed and drilled remaining trajectories. Pre-op spin was done, and all trajectory were exactly as planned. The surgeon was satisfied with the overall outcome of the procedure. There was no patient harm.